Event description:
The customer reported that they were unable to use energy selections greater than 50 joules on the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.